Event description:
Information was received from a prospective scs patient reporting that when they had a trial in 2011 their knees suddenly gave away and the electricity went to her knees, putting her to the ground. The patient was shopping and was passing through the security gates when this occurred. She has since gotten a new managing health care provider and was recommended to have a scs device implanted. The patient called to determine the device they had during the trial but trial devices are not registered. The patient was then guided through current model #'s. It is noted that the patient currently has a morphine pump and has had no problems with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.